Event description:
It is reported that a patient's grand mother called stating that she had to change the insulin set to the patient's insulin pump because the patient was experiencing high blood glucose of 432 mg/dl. It is unknown if the health care provider was contacted. The patient is around 10 years old and the grand mother wants to call a health care provider to trouble shoot. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.